Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7070293.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was noted that patient high impedances on the lead. The patient underwent an ipg replacement and lead explant procedure. The patient was doing well post operatively.